Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high/undefined pacing impedance, high-rate non-sustained episodes and high sensing integrity counter (sic). It was further reported that the lead had displayed progressively increasing impedances and was suspected to be fractured, though it was additionally noted that the lead was still working appropriately. The lead was capped and replaced. No patient complications have been reported as a result of this event.